Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. It was noted in the reported event that the device was not correctly assembled at the time of the procedure. Hence, the root cause for this failure can be attributed to user error/device misuse. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-50508.

Event description:
It was reported that the pump went out of control and went crazy, started with a barbarous flow, inflated the shoulder like a balloon. They turned off the equipment and used another equipment from the competitor to finish the surgery. There were no major consequences for the patient. The lot numbers for the complaint devices were not provided. Additional information obtained from the sales rep on (B)(6) 2018: there was a 15 minute surgical delay. The surgery was completed with major inconveniences. Additional information obtained from the sales rep on (B)(6) 2018: a mitek pump, fms vue with product code 284002 was used during the procedure. However, while reviewing the case later, it was found that there was an error in the assembly of the tubes. The pump was already verified in the warehouse and was used again during another procedure with no problems.